Manufacturer narrative:
Continuation of d10: product ID: wr9220, lot/serial# (B)(6), product type: recharger, product ID: cd9000, lot/serial# (B)(6), product type: multiple therapy, product ID: neu_unknown, lot/serial# unknown, product type: unknown. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was patient stated that the battery bars on the recharger are scrolling up and down and it was not charging. Patient stated that there is damage to the charging cable and that they have to hold the cable at a certain angle to get it to charge. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the wr dock , and charging cable. Pss sent an email to device registration to update the patients address.